Event description:
Additional information was received that the eri message cleared after a software update.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported by the patient that the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed in order to clear the eri message, but it has not been confirmed that the message cleared yet. The device is providing therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.